Manufacturer narrative:
This event is currently under investigation, and service was not dispatched for this event. However, a previous service call was noted for this instrument on (B)(4) 2012 for the same issue. The fse replaced and aligned the probe as the tubes were not being pierced at the cap center. The repairs were verified per established procedures and the results met published performance specifications. Please note that an additional medical device report based on the same issue, but on another dxh 800 instrument in the laboratory (serial number (B)(4)), was filed as MDR #1061932-2012-00675 (B)(4).

Event description:
Customer called to report that when the sarstedt tubes are used on the unicel dxh 800 coulter cellular analysis system, the aspiration probe pushes the rubber stopper into the tube and causes a blood spill. This occurs on approximately five or more tubes per day. Customer now uses the single tube aspiration mode only. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The cause of the leak is due to the aspirate probe puncturing the cap of the sarstedt tubes.